Event description:
It was reported a spectrum pump needed to be repaired. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. System error 105 occurred upon powering the device on thereby confirming the customer's allegation of "needed repair". The issue was determined to have been caused by a failed motor flex. The motor assembly was replaced.